Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 1 february 2017. The representative reported that they replaced the x-stage cover on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the holes for the docking pins of the gantry were damaged. When attempting to home the imaging system, the gantry would strike the base plate and not successfully home. The representative reported that when prompting the door to open through the pendant that the gantry door would not open. No additional information was provided. There was no patient present when this issue was identified.